Event description:
The customer contacted physio-control to report that their device had powered off during treatment of a patient in cardiac arrest. The device had administered 6 defibrillation shocks to the patient; after a new analysis of the patient's heart rhythm, the device powered off by itself. The device was powered back on, and after another analysis, a defibrillation shock was delivered with a delay of 44 seconds. There was patient use associated with the reported event however, the patient outcome and details were not provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported failure. From the downloaded electronic patient record, it was observed that the device had powered off and was powered back on. Proper device operation was observed through functional and performance testing. A cause of the reported failure could not be determined. Following evaluation, the device was returned to the customer for use.